Event description:
It was reported to st. Jude medical that the ICD was not implanted due to a pacing anomaly. No output was also reported.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional info becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue.